Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an unknown faulty tissue expander was removed from a patient on (B)(6) 2019. No information was provided as to the specific failure mode of the device. Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available.